Manufacturer narrative:
Per the t:slim user guide: your t:slim pump keeps track of how much insulin remains in the cartridge and alerts you when it is low. Change your cartridge as soon as possible to avoid the empty cartridge alarm and running out of insulin. Additionally, the t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid and anticipated out of insulin alarm. Additionally, it was reported that a valid resume pump alarm occurred. Reportedly, the customer was "unsure" if blood glucose (bg) levels had been impacted at the time of the events. Tandem technical support educated the customer regarding the alarms and the customer was satisfied.